Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual examination of the setscrew found signs of possible uneven loading on the face of the setscrew. Unable to determine cause of the event.

Event description:
It was reported that approximately 15 months post-op, a revision surgery was performed in 2007, to remove and replace a backed out setscrew at l4-5. No patient complications were reported.